Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 86008ui00. Tracking and trending report review for the architect prolactin assay determined that there are no related adverse or non-statistical trends. Statistical process control (spc) analysis was performed for the architect prolactin assay. No unusual variation was observed. Using worldwide field data, the historical performance of reagent lot 86008ui00 was evaluated and compared to the performance of all architect prolactin reagent lots in the field. This evaluation indicated that the patient median result for lot 86008ui00 was within 1 standard deviation of the overall median for the assay. Therefore, no unusual reagent lot performance was identified. Testing of an in-house panel which mimic patient samples was completed using retained kits of the likely cause lot. All specifications were met indicating that lot 86008ui00 is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect prolactin assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported a falsely depressed architect prolactin result for a (B)(6) female. Sample ID (B)(6) generated a result of 24.82 ng/ml on a new lot and on the previous lot 44.83 ng/ml. No adverse impact to patient management was reported.